Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17638325m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter. Initially, it was reported that the catheter had char on it. The catheter was replaced and the procedure was continued. No patient consequence reported. The char was assessed as not reportable. Char is a physical phenomenon of radiofrequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. On november 6, 2017, additional information was received on the event. The system did not present any error messages. There were no changes/issues with temperature or flow, but rises in impedance into every lesion. The generator was set to power mode and the maximum power used was 30 w. Heparinized saline 1:1 ratio and acts remained greater than 350. Clarification was received on the material. It appeared to be coagulum and not char. Per the additional information received clarifying that the material was coagulum, this issue has been assessed as a reportable malfunction. The awareness date was reset to november 6, 2017.